Event description:
It was reported that a user experienced an inability to access the ilet home screen despite the device acknowledging the slide-to-unlock gesture with vibration, consistent with a screen responsiveness issue. Symptoms included no clinical effects. Outcomes included no impact to health and no alarms. Investigation included guided troubleshooting through the ilet app and a pump restart. Investigation of this case revealed that a device restart resolved the unresponsive screen behavior, indicating a transient user interface malfunction without persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient device software or interface anomaly resolved by reboot.